Manufacturer narrative:
The reported events were helix mechanism issue and noise. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil inside the connector region was overtorqued consistent with procedural damage. After cleaning, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and overtorqued of the inner coil. The reported event of noise was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on (B)(6) 2023. While attempting to implant the lead, it was noted that there was noise on the lead and the helix failed to extend properly. After multiple attempts, the anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.